Event description:
It was reported that this pacemaker exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) was consulted and determined that this was a false positive explant indicator related to a software update. Ts indicated that full telemetry function could be restored via an upcoming software update. This pacemaker remains in service. No adverse patient effects were reported.